Event description:
It was reported to baxter (B)(4) that a colleague infusion pump had a display failure with the bottom third of the screen with all the pixels being black; this condition had the potential to interrupt delivery. This was discovered before use in an unknown care area. There was no patient injury, medical intervention necessary or adverse reaction in association with this event. There was no patient involved. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump where intermittent liquid crystal display fault, bottom third of screen fails to display (all pixels black) was confirmed and reproduced during product evaluation. The assignable cause of the reported problem was a faulty main display that has lines on it. The main display was replaced in order to correct this condition. This is involving a pump with software version 5.09.92 which is categorized as a colleague p1.5.